Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the time on the pump had jumped ahead 13 hours from 9:00 pm to 10:00 am while powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2014 with the following findings: the dates in the total daily dose history were incongruent and there was no data in the black box history from the time of the incongruent dates due to continued use. A timekeeping accuracy test was performed and the pump successfully maintained the time for 5 day duration. The complaint was observed in the history, but could not be duplicated upon investigation.